Event description:
It was reported that the patient was scheduled for full revision replacement due to high lead impedance. No relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient had generator and lead replacement surgery. The suspect device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The suspect product was received for analysis. Analysis has not yet been completed to date.

Event description:
Analysis was completed on the suspect lead and the explanted generator. There were no performance or any other type of adverse conditions found with the pulse generator. Abraded openings were noted in the outer and the inner silicone tubing of the lead coils. A lead break was identified in both the positive and the negative (torn) lead coils. Scanning electron microscopy (sem) images of the lead coils show that pitting or electro-etching conditions have occurred at the break locations. Sem images of the coils mating ends show that a stress-induced fracture (consistent with manipulation of the lead by the patient ¿twiddler¿) has occurred on the lead coils. Also, secondary stress-fissures were noted in the negative coil broken (mate end). Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.